Event description:
Device malfunction: none. Symptoms/ae: in stent thrombosis, stroke. Time of symptoms/ae: one week after procedure. It was reported that one week post stenting procedure of the rcca, the patient experienced a major right hemispheric infarct. Studies done showed in stent thrombosis. No problems were experienced during the procedure. The patient was non-compliant and stopped taking plavix for 2 days post stenting procedure. The patient has a history of neck cancer with neck radiation in the past. Angiogram showed occluded left common carotid artery and high grade right internal stenosis. The patient suffered a left hemispheric stroke last month. The patient's prognosis is poor. No additional information available.

Manufacturer narrative:
The lot history record (lhr) for this product was not reviewed because the product was not returned to avs for analysis and the lot number was not reported.